Manufacturer narrative:
Concomitant medical products: 4296 lead, implanted (B)(6) 2012, 6947 lead, implanted (B)(6) 2004. The proximal segment of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial lead was returned to the manufacturer with no information after being explanted, and subsequently tested out of specification. Follow-up with the physician's office was attempted, but there was no record of the patient being followed at the clinic. No patient complications have been reported as a result of this event.